Event description:
Alleged loaner (B)(6) when customer was in full tilt he reached back to his right and the unit would go over. Customer had his lap belt on at the time so he stayed in the unit.

Event description:
Alleged loaner 2 years old when customer was in full tilt he reached back to his right and the unit would go over. Customer had his lap belt on at the time so he stayed in the unit.

Manufacturer narrative:
Device not available for evaluation. Will submit follow-up should device become available.

Manufacturer narrative:
Device was evaluated and the true nature of the alleged event is unknown.